Event description:
It was reported that impedance had become unstable. It was also reported that svc coil measurement is greater than 200 ohms and svc coil is turned off along with the associated alert condition. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.